Event description:
In 2008, a male underwent initial aaa repair as labeled. Confirmatory angiography revealed the stenosis of the left iliac leg graft. To avoid problems in the future, a self-expanding stent was placed in the narrowed area. Physician indicated the pt's terminal aorta was slightly narrow, so the gap section within the grafts (between the stents) was placed in the narrowed area, which would have caused the stenosis of the iliac leg graft. Pt is doing fine after the operation.

Manufacturer narrative:
Eval: this event is still under investigation.